Event description:
Staff were preparing to give a transfusion. The y-type non-vented plum set blood tubing was first primed with 0.9 normal saline and then the packed red blood cells bag was spiked. Staff reported that the blood tubing came apart below the clave, leaking normal saline fluid. The line was not connected to a patient, only being prepared for infusion. Staff were concerned that if the leak had occurred while blood was in the line, they could have been splashed/exposed to the blood product. The tubing and packaging were given to the manufacturer representative.